Event description:
A month ago facility had problem with a sherwood feeding tube. Because of their previous bad experience, one of their drs checked the tube before placing it in a pt. After just gently pulling the tube, the weight part of the tube came off. The size of the feeding tube was 4.0mm x 110cm and the lot number c98g291e. This is the same lot as the previous problematic tube. This is a major defect with this product and rptr would appreciate if "FDA would contact the MFR, FDA or other appropriate bodies. Facility would also appreciate your taking this lot off the shelves and substituting them for another lot in our hosp and others."